Event description:
The patient with ulcerative colitis underwent an colectomy, proctectomy, j pouch, ileopouch anal anastomsis and pain ball insertion. During the operation, the stapler was opened and put on the field for use. The stapler misfired on the first attempt. A reload was then placed on the field, and the stapler misfired for the second time. A new stapler was opened and fired appropriately.